Manufacturer narrative:
Patient weight is unknown. Additional product codes for this report include hrs. (B)(4). The screw broke intra-operatively and was not fully implanted or explanted. A portion of the screw remains in the patient¿s bone, while the head was discarded following the procedure. Nothing is available for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation of the humerus was performed on (B)(6) 2016. The surgery was reportedly long by design as the surgeon repaired both a distal condylar fracture of the humerus and a fracture of the humeral shaft with parallel plating (on the medial and lateral sides). The surgery started on the evening of (B)(6) 2016 and ended early morning on (B)(6) 2016. The surgeon used two (2) methods to insert the second to last screw. The first method was with power and then final tightening by hand. During this effort, the screw head broke off leaving the shaft embedded in the patient¿s bone. The surgeon continued to finish the plating without any interruption in the surgery or attempt to remove the implanted shaft. The head of the screw was discarded and the surgery was completed with no surgical delay or additional medical intervention. The patient's status at the end of surgery was stable. The fracture had been successfully reduced and ¿looked great¿ in the post-operative x-ray images. This report is 1 of 1 for (B)(4).